Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen display. The customer's blood glucose level was unknown. The customer stated that it happened last night, screen went blank, 5th time it was happening in 3 weeks. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated pressing menu button took them to the menu screen. Customer stated using the up arrow allowed them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. They stated that all buttons worked at present. Customer states the issues frequency was 5 times in about 3 weeks. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer states bolus menu was available and they were not seeing 0.0 when attempting to program a basal. Customer stated the button was not unresponsive during an easy bolus attempt. Customer states the buttons are responding now. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.